Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose level was "high." Customer administered a correction injection and will reach out to their healthcare provider regarding an alternate method of insulin therapy. Customer's blood gluocse level was resolved.